Manufacturer narrative:
A manufacturer lot code was not provided. With no means to ascertain the manufacturer/asset line and day of production, no further investigation on documents and supporting records can be performed.

Event description:
Consumer reported the string was not easily accessible for removal. She reported the tampon was turned inside of her so she could not remove it herself. She went to her obgyn who removed the pledget and the string was attached to the pledget. She did not seek further medical attention and did not experience any adverse health effects.